Event description:
During troubleshooting for an unrelated alarm during initial drain on a homechoice (hc) machine, it was reported that the home patient (hp) had cut the tubing to the right of the cassette door. The technical service representative (tsr) assisted the hp in ending therapy and advised the hp to call in the future instead of cutting anything off of the setup. The hp was to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide?, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. It also warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.